Event description:
Philips received a complaint on a patient monitor efficia cm100 indicating that the speaker of cardiac monitor is malfunctioning. It was confirmed there was no sound. It is unknown if the device was in clinical use at time of event, and there was no patient or user harm reported.

Manufacturer narrative:
E1: reporter institution phone number:(B)(6). E1: reporter phone number: (B)(6). Analysis was performed by philips remote service engineer (rse) who worked with the customer biomed. The rse instructed the biomed to perform the following: performed restart of the machine, that failed and the same problem occurred. Then the biomed performed a speaker test, and it failed. The speaker test failed and the rse recommended for replacement of speaker assembly with pn: 453564287821 due to defective speaker. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by providing the customer the speaker assembly part number.